Manufacturer narrative:
The albumin gen.2 reagent lot number and expiration date were not provided. The customer observed an obvious fluid leak in the area of the reaction disk. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with albumin gen.2 assay on a cobas 8000 cobas c 701 module. Initial result: 11.2 g/dl. The initial result was outside the expected range, prompting the repeat of the sample on a different c701 module. No questionable result was reported outside the laboratory. Repeat result: 4.5 g/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
During the service visit, the field service engineer found that the cause of the event was due to a hole in the rinse tubing on the rinse head, leading to drips into the cuvettes. The engineer replaced the damaged tubing and performed preventive maintenance. He performed a hardware check with successful results. Precision studies were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.